Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed and replaced broken pinch valve (pv37) tubing to resolve the issue. The fse also observed the instrument was generating rocker bed will not rock errors, cassette load failures and download not successful errors during startup. In troubleshooting, the fse observed the ribbon cable from the sample handler card to the back of the rocker bed control (interface) card was slightly unplugged on the rocker bed control card and snapped it into place (securely attached) and the download errors were resolved. The fse then replaced the linkage assembly on the rocker bed and made adjustments to resolve the rocker bed errors and cassette load failures. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported cleaner leaked from the coulter lh 500 hematology analyzer onto the counter while performing startup. The volume of the leak is unknown. The operator was wearing gloves, goggles, and gown at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.